Event description:
It was reported that the asymptomatic patient presented in the clinic for the routine follow up. Upon review, the non-sustain ventricular oversensing episodes were noted, which was due to the post-paced t-wave oversensing. The patient did not receive therapy during the oversensing episodes. The implantable cardioverter defibrillator was reprogrammed and patient will be monitored during the routine follow up.